Manufacturer narrative:
The reported failure of evt_press_sensor_mismatch is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
A trilogy evo ventilator was returned to a service center for service due to an allegation of a ventilator service required alarm. There was no harm or injury reported. During the evaluation of the device at the service center, an error code e384 (evt_press_sensor_mismatch), indicating the device software detected a large pressure drop between the monitor and outlet pressure sensors, was discovered in the event log. The flow sensor was replaced to address this issue. Additionally, the service technician noted contamination on the airflow delivery route and replaced all of the air pathway components were replaced: air inlet foam filter, particle filter, muffler assembly, blower chassis plate, filter cover, blower cap, blower mount, flow sensor, blower bellows seal, blower assembly, system pca, proportional valve, 3-way solenoid valve, low flow o2 connector, outlet side panel, dual rim cup, fio2 tubing, low flow o2 tubing, and fio2 housing. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was upgraded from 1.06.10.00 to 1.06.15.00.